Manufacturer narrative:
The device is not available for investigation. Without the return of the device, probable cause is unable to be determined.

Event description:
It was reported that a transpac IV monitoring kit was found to have two visible spots in the infusion line when opening the package. There was no patient involvement and no patient harm. No additional information is available at this time.